Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device was running an outdated switch version. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was running an outdated software version. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center went unstable when they activated the diathermy and after that, both monitors went black. Then the picture came back after a few seconds, and error message e226 appeared on the screen. The issue occurred during sedation of a laparoscopic procedure, which was completed with the same device. There were no reports of patient harm.